Event description:
It was reported that the sponge was outside of the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number se14ac7 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned. A visual inspection was performed of three photographs. The reported problem was confirmed through the visual inspections of the photographs. The cause of the issue was determined to be a manufacturing issue. The sponge is supplied by an external supplier and in order to address this issue a notification has been sent to the supplier. Adjustments to needle height, sponge size guide, and assembly depth of the machines were made as well in order to address the issue. Should additional relevant information become available, a supplemental report will be submitted.